Event description:
It was reported that the femoral condyle broke off while flexing the knee to insert the femoral component. Approximately 15 minutes was used to remove the broken piece of the condyle. The surgeon then reduced the bone and the femoral implant was implanted.

Manufacturer narrative:
Reported event: an event regarding an intraoperative femoral condyle fracture involving a triathlon femoral component was reported. There were no reported discrepancies and there were no other events for the referenced lot. It was reported that the femoral condyle broke off while flexing the knee to insert the femoral component. When the fracture occurred, the surgeon was not impacting or introducing the femoral component. The femoral component was reported because it was in the sterile field. As per conversation with the sales rep, it is believed the event was caused by user factors. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the femoral condyle broke off while flexing the knee to insert the femoral component. Approximately 15 minutes was used to remove the broken piece of the condyle. The surgeon then reduced the bone and the femoral implant was implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the device is implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.